Manufacturer narrative:
In the previously submitted report, box g, report source (rfb) was incorrect. In this report, box g, report source (rfb) has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A dreamstation auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam degradation. The device was scrapped by the service center after the evaluation was completed.